Event description:
It was reported that the camera head had broken cable. The reported issue was found during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Based on the results of the investigation the customer's allegation was confirmed. According to the investigation, product analysis confirmed "cable unit is depressed¿. In additional, endoscopic image could not be displayed due to damage on cable unit. No other anomalies were identified. Based on the results of the investigation, the probable root cause is user not following the manufacturer's instructions. The event can be prevented by following the instructions for use which state: " never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cablecuits inside the instrument." A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected fields: h2, h6.

Event description:
It was reported that the camera head had broken cable. The reported issue was found during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.